Event description:
Related manufacturer number: 2017865-2022-16716. It was reported during in clinic follow up that the patient presented with infective endocarditis. Vegetation was noted on the atrial lead. The system was successfully explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.